Manufacturer narrative:
A ge service rep performed over the phone investigation. The failure was do to table extender not fully seated. The system was found to be working as intended and put back into service.

Event description:
It was reported that the table on the 2800 system would not tilt during a case. The issue was corrected over the phone and the procedure was completed without further incident. No pt injury was reported.